Event description:
It was reported that the patient presented to hospital for generator replacement. It was reported that the right ventricular (rv) lead exhibited elevated capture threshold, diminished sensing and oversensing noise resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2026. There were no patient consequences.